Event description:
It was observed that during the device evaluation the autoclavable camera head displayed white dots in the image due to poor contact with the camera unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by poor contact with the camera unit, resulting in white dots appearing in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.